Event description:
It was reported that the ventricular high rate episodes "v-v intervals suggest emi (electromagnetic interference) or some kind of non-physiologic oversensing." The lead remains in use and will review the next download in about a month. No patient complications have been noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.